Manufacturer narrative:
Device related data quality updates only: the UDI information is not available since the device was manufactured before 2015. D1 - brand name: previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model #: previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The reported issue with failing pressure transducer test has been confirmed during evaluation of the provided problem description and service report. Log files were not provided to this investigation. Our fse (field service engineer) was on site to investigate the issue further and found that pressure transducer printed circuit board was defective and required replacement. The issue has been resolved and the device was delivered to the user in working condition. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).